Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2016, the patient hospitalized and get complaints of high blood sugar and the blood glucose level was went up to 600 mg/dl and suffer with treatment hyperglycemia/diabetic ketoacidosis. Patient gave herself a bolus before presenting to hospital and she was admitted to the intensive care unit (ICU) on an insulin infusion protocol, and she also found that her insulin pump had malfunctioned and had not been properly administered insulin. No further information available.